Manufacturer narrative:
H.6. Investigation: customer returned (2) loose 3/10cc syringes. Customer states that the needle hub separates. Both returned syringes were examined and both syringes were returned with the hub-needle/shield assembly separated from the barrel. Unable to perform DHR check for needle hub separates due to unknown lot number. Process summary: automatic syringe assembly machine, which feeds 0.3ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, logbook entries could not be looked at as no lot number was given. Root cause for this defect cannot be determined. CAPA#1630423 was initiated. H3 other text : see h.10.

Event description:
It was reported that syringe 0.3ml 30ga 8mm 7bag 420cas jp needle hub separated on 2 occasions. The following information was provided by the initial reporter: when removing shields, needle abnormality was found. According to sales rep, the "needle abnormality" means a needle hub separates.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that syringe 0.3ml 30ga 8mm 7bag 420cas jp needle hub separated on 2 occasions. The following information was provided by the initial reporter: when removing shields, needle abnormality was found. According to sales rep, the "needle abnormality" means a needle hub separates.